Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via email of 4 seizures and 5 hospitalizations in the last 7 months. The customer also reported that sometimes she had nighttime lows and sometimes wakes up with a blood glucose level of 200 mg/dl. The customer was unable to be reached regarding further information about the hospitalizations. No further details were provided.